Event description:
A report was received that during a lead revision procedure, the ipg was replaced due to the fact that the battery was dead, making it impossible for impedances to be checked. The patient was reportedly doing well post-operatively.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation, as they were discarded by the medical facility.